Event description:
Report 8 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing causing blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2025-02200 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 8 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing causing blood leakage. There was no health impact or consequences reported.